Event description:
It was reported that caller did not initially see drops of insulin at end of tubing during fill step of load process. While troubleshooting with tandem technical support it was determined that the customer did not complete the loading process completely. Once the process was completed insulin was seen at the end of the infusion set tubing and the customer was able to resume insulin therapy. Reportedly the customer¿s blood glucose had increased to 425 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2026.